Manufacturer narrative:
(B)(4). Investigation summary: a review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed. Lot# 8247208 DHR was reviewed and no qn found; manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog and np gap test was conducted on 7 pcs retention samples and all no needle clog or np gap fail found. Root cause description: clog and np gap test was conducted on 7 pcs retention samples and all no needle clog or np gap fail found. Based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: according to dfema (B)(4), the severity of cannula clog is moderate (s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that it was difficult to prime and was unable to deliver medication with 20 bd pen needle 32 g x 4 mm. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient, has been ill for 10 years. He bought 3 boxes of 14 pen needles. Blockage found when exhausting air. Inject twice a day, 23 units at a time.